Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by hardware failure. The field service engineer replaced t cards, all controller boards and a retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a power issue, pyxis is not turning on black screen. The customer reported able to get medication from another station and there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this incident.